Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced insulin flow blocked on (B)(6) 2025, which resulted in elevated blood glucose, therefore patient had received insulin drip. It was also reported that the patient was hospitalized on (B)(6) 2025 for less than 24 hours and patient blood glucose levels while admitting the hospital was 600 mg/dl. The patient had symptoms of feeling sick, unwell, tired and weakness and the main reason for hospitalization was high blood glucose levels. No further information was available.